Event description:
The svc reort shows the device failed leak testing during preventive maintenance. The svc tech inspected the device and adjusted the safety dump spring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the evnet alleged in this report.